Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer ¿ the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR#: 2134265-2011-04252. It was reported that post a stenting treatment procedure, a patient death occurred. The totally occluded lesion being treated was located in the "really bad diseased" right coronary artery (rca). A 3.0x28mm promus stent was implanted. The physician implanted a 2.5x32mm and a 2.25x32mm ion stent to treat the thrombosis. However, patient death occurred.